Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic upon developing an infection in the pocket. It was further noted that the pocket was slightly opened at the incision site for the patient's implantable cardiac monitor (icm). The icm was explanted and the patient was administered antibiotics. The patient was stable.